Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the ok button is intermittently responsive. It was also reported that the pump buttons are sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/11/2013: the device was returned to animas and evaluated by product analysis on 08/25/2013 with the following results: no defect was found. All buttons respond to presses appropriately. Keypad removed; no damaged/misaligned contacts found, no evidence of contamination found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage found to keypad. All buttons respond to presses appropriately. Keypad removed; no damaged/misaligned contacts found, no evidence of contamination found under button contacts.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.